Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient lost a lot of weight and the pacemaker was sticking out. The pacemaker was repositioned subpectorally. The pacemaker remains in service. No additional adverse patient effects were reported.